Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the suture was not present when the plunger was pulled back. This occurred with two prostyle devices in a row. The tavi procedure was completed using the 14f sheath. Hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequent to the initially filed report, the following information was received: an anterior foot break was found during evaluation of one of the returned devices. The location of the detached foot is unknown. Follow up was done and it was reported that the separation occurred during device removal. No additional information was provided.

Manufacturer narrative:
Analysis was performed to the returned device. The reported needle to cuff miss and foot separation were confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to operational context of the procedure. It is likely that a needle deflection striking the foot resulting in foot separation during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract was due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6 correction: health effect - clinical code 4582 was removed and replaced with 2687.